Event description:
It was reported that during a percutaneous transluminal angioplasty, tip detachment occurred. The target lesion was located in the lower leg. Upon removal of the v-14 control wire it was noted that the tip remained in the distal vessel. The physician felt that the detached tip was in a stable location and will not be removed from the patient. The procedure was completed with another v-14 control wire. No patient complications were reported and the patient status is stable.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Device evaluated by manufacturer - the device is kinked at 215cm from proximal end. Moreover, the device is fractured at 299cm approx. From proximal end. All the outer diameter measurements are within product specifications. Additional analysis determined that the failure occured due to a bending overload with a final torsion event. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty, tip detachment occurred. The target lesion was located in the lower leg. Upon removal of the v-14 control wire it was noted that the tip remained in the distal vessel. The physician felt that the detached tip was in a stable location and will not be removed from the patient. The procedure was completed with another v-14 control wire. No patient complications were reported and the patient status is stable.